Manufacturer narrative:
H6, investigation findings: replaced c21 with c070601. H6, investigation conclusions: replaced d16 with d1001. Added d1102. The manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. Imaging evaluation summary - an evaluation of the provided clinical imaging revealed a narrowed segment of the ipsilateral leg, consistent with the reported failure mode of incomplete expansion. Imaging also confirmed significant calcification at the aortic bifurcation and common iliac arteries with diameters of approximately 13.8 mm and 3.8 ¿ 5.7 mm respectively. Per the instructions for use (IFU) significant thrombus and/or calcium at the arterial implantation sites may affect successful exclusion of the aneurysm. In addition, the IFU indications state the iliac artery treatment diameter range is 8-25 mm. The physician noted that the incomplete expansion was not due to the vascular anatomy or calcification as the insertion of the 16 fr introducer sheath was successful and the contralateral limb deployed properly. However, per the evaluation of the intra-operative angiogram a portion of the ipsilateral leg, contralateral leg, and possible vbx were still narrowed after ballooning attempts. Post-operative cta further showed that the narrowed segment was located within the heavily calcified region of the patient¿s aorta. Therefore, while the exact cause of the incomplete device expansion could not be definitively determined, the findings suggest it was likely due to significant calcification.

Manufacturer narrative:
B5, describe event or problem: updated. Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. H6, health effect ¿ impact code: added f2301. H6, medical device problem code: added a0101 and a040606. H6, component code: replaced g07003 with g04122. H6, type of investigation: added b20, b15 (clinical images returned), b14, b11. Gore is in the process of concluding their investigation.

Event description:
On (B)(6) 2024 this patient underwent an endovascular procedure to treat an infrarenal abdominal aortic aneurysm measuring 54 mm in diameter. Preoperatively, computed tomography (CT) angiography imaging revealed significant calcification at the aortic bifurcation (approximately 15 mm in diameter) and calcified common iliac arteries with a minimum diameter of 7 mm at their narrowest passageways. The following devices were used: gore® excluder® conformable aaa endoprosthesis cxt261412, two gore® excluder® contralateral leg components plc161000 and plc141000, and a gore® excluder® conformable aaa aortic extender endoprosthesis cxa26005 as a proximal extension. Also, two gore® viabahn® vbx balloon expandable endoprosthesis devices 8 × 59 mm were implanted employing the kissing stent technique. The main stent graft gore® excluder® conformable aaa endoprosthesis cxt261412 was introduced via the right groin after a 16 fr gore® dryseal flex introducer sheath had been placed without difficulty. Deployment of the trunk's proximal portion, cannulation of the contralateral gate, as well as advancing the gore® excluder® contralateral leg component plc 161000 on the left towards the iliac bifurcation was performed without issues. However, the ipsilateral limb of the main body failed to fully expand during deployment. Due to the incomplete expansion, the delivery system could initially not be removed. In an attempt to remedy the situation, the left brachial artery was then punctured and the right limb was cannulated from above, followed by repeat dilatations with a low-profile balloon, allowing for the delivery system to be removed eventually. A guidewire was then introduced through the right groin, and an 8fr sheath was advanced through the indwelling 16fr sheath into the main graft. However, despite high-pressure balloon dilatation, the stenotic segment could not be resolved, necessitating relining of both graft limbs using gore® viabahn® vbx balloon expandable endoprosthesis 8 × 59 mm devices. The right-sided vbx endoprosthesis expanded well proximally and distally, but a persistent high-grade stenosis remained in the mid-section. Consequently, the ipsilateral limb was further extended to the iliac bifurcation with a gore® excluder® contralateral leg component plc 141000. Additional dilatation using a compliant balloon was also unsuccessful, and it was therefore decided to conclude the procedure at that point. Postoperatively, the ankle-brachial index (abi) on the right side decreased to 0.5, accompanied by claudication symptoms. The patient was therefore scheduled for a second intervention on (B)(6) 2024. During this procedure, the right common femoral artery was re-accessed, and several additional attempts were made to dilate the stenosis using various balloon catheters, all of which were unsuccessful. Ultimately, a crossover bypass from the left to the right common femoral artery was required.in the physcian's assessment, the inadequate expansion of the ipsilateral limb was not due to local vascular anatomy or calcification, as initial insertion of the 16fr sheath was performed without issue, and deployment of the contralateral limb proceeded normally. The persistent stenosis in the right limb was highly localized (approximately 1¿1.5 cm) and remained resistant to all dilatation efforts. According to the physician, this would suggest a likely technical failure of the prosthetic material. At present, the patient is asymptomatic. Apart from the necessity of the bypass graft, no lasting complications have been observed.

Event description:
On (B)(6) 2024 this patient underwent an endovascular procedure to treat an infrarenal abdominal aortic aneurysm measuring 54 mm in diameter. Preoperatively, computed tomography (CT) angiography imaging revealed significant calcification at the aortic bifurcation (approximately 15 mm in diameter) and calcified common iliac arteries with a minimum diameter of 7 mm at their narrowest points. During the procedure, the following devices were implanted: gore® excluder® conformable aaa endoprosthesis cxt261412, two gore® excluder® contralateral leg components plc1610 and plc1410, and a 26 mm cuff as a proximal extension. Also, two gore® viabahn® vbx balloon expandable endoprosthesis devices 8 × 59 mm were implanted using the kissing stent technique. During the procedure, the main stent graft, a gore® excluder® conformable aaa endoprosthesis cxt261412, was introduced via the right groin. A 16 fr gore® dryseal flex introducer sheath was successfully positioned without difficulty. Next, the main body and cannulation of the contralateral gate ensued and a gore® excluder® contralateral leg component plc 1610 was used on the left as an extension towards the iliac bifurcation without complications. However, the ipsilateral limb of the graft failed to fully expand during deployment. Due to the incomplete expansion, the delivery system could initially not be removed. In an attempt to remedy the situation, the left brachial artery was then punctured and the right limb was cannulated from above, followed by repeat dilatations with a low-profile balloon, allowing for eventual removal of the delivery system. A guidewire was then introduced through the right groin, and an 8fr sheath was advanced through the indwelling 16fr sheath into the main graft. Despite high-pressure balloon dilatation, the stenotic segment could not be resolved, necessitating relining of both graft limbs using gore® viabahn® vbx balloon expandable endoprosthesis 8 × 59 mm devices. The right-sided vbx endoprosthesis expanded well proximally and distally, but a persistent high-grade stenosis remained in the mid-section. Consequently, the ipsilateral limb was further extended to the iliac bifurcation with a gore® excluder® contralateral leg components plc 1410 on the left side. Additional dilatation using a compliant balloon was also unsuccessful, and it was therefore decided to conclude the procedure at that point. Postoperatively, the ankle-brachial index (abi) on the right side decreased to 0.5, accompanied by claudication symptoms. The patient was therefore scheduled for a second intervention on (B)(6) 2024. During this procedure, the right common femoral artery was re-accessed, and several additional attempts were made to dilate the stenosis using various balloon catheters, all of which were unsuccessful. Ultimately, a crossover bypass from the left to the right common femoral artery was required. In the physician's assessment, the inadequate expansion of the ipsilateral limb was not due to local vascular anatomy or calcification, as initial insertion of the 16fr sheath was performed without issue, and deployment of the contralateral limb proceeded normally. The persistent stenosis in the right limb was highly localized (approximately 1¿1.5 cm) and remained resistant to all dilatation efforts. According to the physician, this would suggest a likely technical failure of the prosthetic material. At present, the patient is asymptomatic. Apart from the necessity of the bypass graft, no lasting complications have been observed.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release specifications. Gore has contacted the physician for additional information on this medical device incident. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.